Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion, preventing retrieval of filter. According to the information received in the patient profile form, the patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) in addition to the device is unable to be retrieved, with an unsuccessful percutaneous removal procedure attempt approximately four months after the filter was implanted. The patient further reports living with anxiety from having a filter that has failed and that will not be retrievable without a more serious second surgery and living with fear that the inferior vena cava has occluded, making the filter irretrievable. According to the implant records, the patient, who had a diagnosis of pulmonary embolism and bleeding hemorrhoids, underwent placement of the ivc filter followed by a biopsy of an anal lesion to rule out condyloma on the same day. Using fluoroscopy, the filter was introduced after confirming manufacturer's instructions regarding ivc diameter and it was deployed in satisfactory position just inferior to the confluence of the renal veins. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and occlusive thrombosis and/or occlusion within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: occlusion preventing retrieval of filter. Per the implant records, the patient, who had a diagnosis of pulmonary embolism and bleeding hemorrhoids, underwent placement of the ivc filter followed by a biopsy of an anal lesion to rule out condyloma on the same day. Using fluoroscopy, the optease removable femoral inferior vena cava (ivc) filter was introduced after confirming manufacturer's instructions regarding ivc diameter and it was deployed in satisfactory position just inferior to the confluence of the renal veins. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc in addition to device unable to be retrieved, with an unsuccessful percutaneous removal procedure attempt approximately four months after the filter was implanted. The patient further reports living with anxiety from having a filter that has failed and that will not be retrievable without a more serious second surgery and living with fear that the inferior vena cava has occluded, making the filter irretrievable.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: occlusion preventing retrieval of filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: occlusion preventing retrieval of filter.